Event description:
The user facility informed the integra rep that the ventricular catheter was too flexible and kinked on one occasion causing increase in icp in one pt. There was no pt injury reported. The device was not available for investigation.